Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that during the implant procedure, this lead was attempted to be positioned for left bundle branch area pacing (lbbap). After 5-6 positions, the lbb area was not able to be reached for pacing. Lead measurements were acceptable until suddenly the pacing impedance dropped from 1000 ohms to 200 ohms. A different model lead was placed successfully, so the original lead was removed from the patient and the procedure was completed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Event description:
It was reported that during the implant procedure, this lead was attempted to be positioned for left bundle branch area pacing (lbbap). After 5-6 positions, the lbb area was not able to be reached for pacing. Lead measurements were acceptable until suddenly the pacing impedance dropped from 1000 ohms to 200 ohms. A different model lead was placed successfully, so the original lead was removed from the patient and the procedure was completed. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the lead found the helix was stretched with tissue entwined. The lead was returned with a stylet inserted; the stylet and the lead body were kinked and there was slight resistance when removing the stylet. However, a new stylet was inserted without issue, confirming there was no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the decrease in pacing impedance measurements observed during the implant procedure.